Manufacturer narrative:
The peritonitis occurred on an unspecified date in (B)(6) 2016. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. The patient was not hospitalized for the event. The patient was treated with unspecified medication. At the time of this report, the patient outcome was not reported; however, the patient did report they are ¿fine now¿. Action with dianeal therapy was not reported. No additional information is available.